Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the system fan was noisy and slows down intermittently, as a result the system fan was replaced and the power supply was replaced as a preventative. It was also noted that a system error was noted in the error log.

Event description:
It was reported that the programmer would not boot up. The programmer screen stayed completely white. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.